Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was malfunctioning due to several impedances on the leads. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well postoperatively. The explanted products were disposed by the facility and therefore will not be returned.